Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Following information has been requested but unavailable. Should the information become available, a supplemental report will be submitted: what was the initial surgical procedure? What were the indications for the re-operation procedure? How soon after the initial procedure was patient re-operated? On what specific area of the anatomy was device used during initial procedure? During initial procedure, what does oozing on right and left side mean? Please provide more detail regarding specific anatomical location of the oozing that occurred. Was there post-op bleeding and if so, was the source of bleeding identified during the re-operation? If so, was there bleeding found in an area where our enseal device was used? What is surgeon¿s experience with the enseal g2 device? During tone sequence, when did surgeon advance the I-blade, after tone 1 or tone 2? Were any generator errors received and can we obtain a generator log? Is the surgeon alleging that a device deficiency with the enseal device may have caused or contributed to the patient issue? What is current patient status?

Event description:
It was reported that post op the patient was brought back to the or .the initial procedure was a gyn procedure. Surgeon found some oozing on the right side and the left side. Spot coag was done to address the oozing. It is unknown how long after the initial procedure the patient was brought back or what symptoms the patient presented with.